Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was to be used to treat a 6-7cm stricture at the distal end of the esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the stricture was dilated prior to the stent placement procedure. According to the complainant, during the procedure the shaft broke. The procedure was not completed due to another reason. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.